Event description:
Reporting status: serious injury/medical intervention. Reporting rationale: dislodged stent requiring medical intervention. Device issue: dislodged stent. It was reported that a perforation was caused by another company's balloon, during postdilatation of a heavily calcified lesion in the lad. The perforation was being treated with the graftmaster devices. The first graftmaster almost completely sealed the perforation, and would have sealed it completely, however, the physician did not want to wait and chose another graftmaster to finish sealing the perforation. The second graftmaster dislodged from the balloon into the coronary artery. As no surgery backup was available at this account, the patient was transferred to another hospital where the physician went in with a guide wire and another balloon, and was able to deploy the graftmaster stent at the perforation successfully sealing the perforation. No additional event or patient information is available.